Event description:
It was reported that the patient underwent a right inguinal hernia repair surgery on an unknown date and mesh was implanted. It is reported that the patient experienced pain, and additional unspecified injuries, and he has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.